Event description:
It was reported that the patient experienced fluctuating and elevated blood glucose while using the ilet bionic pancreas with dexcom g7, with readings reported around 222 mg/dl trending down and 250 mg/dl; the patient uses 23"-6 mm infusion sets and declined a full supply change due to remaining insulin. Symptoms included hyperglycemia. Outcomes included no reported medical intervention or hospitalization. Investigation included device use troubleshooting and education with guidance to complete a full supply change and coordination for follow-up by clinical support. Investigation of this case revealed no device malfunction identified during phone-based troubleshooting and that the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.